Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a perforation and pericardial effusion occurred and the patient died. The patient presented with the left main (lm) to left anterior descending (lad) arteries and left circumflex (lcx) artery diffusely and severely diseased. Poor left ventricular function was also noted. The distal lm to lad lesion was 70% stenosed and highly calcified. The ostial lcx lesion was 80% stenosed. Severely calcified and tortuous. The lad was stented with a 2.75 mm x 38 mm promus premier and 3.50 mm x 24 mm promus premier. A 2.75 mm x 16 mm promus premier was deployed in the lcx. Intravascular ultrasound was performed using an opticross catheter. During post-dilation in the lad, a perforation and pericardial effusion occurred. The physician inflated a balloon at the site of the pericardial effusion in an attempt to arrest the flow, but was unsuccessful. The physician decided that coronary artery bypass surgery (CABG) was necessary. Before the CABG procedure, the patient became hemodynamically unstable and expired. The official cause of death was cardiogenic shock. Upon further review by a medical professional, it was determined that the 2.75 mm x 16 mm promus premier deployed in the lcx and opticross catheter could not have caused or contributed to the lad perforation, pericardial effusion and subsequent death.

Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a perforation and pericardial effusion occurred and the patient died. The patient presented with the left main (lm) to left anterior descending (lad) arteries and left circumflex (lcx) artery diffusely and severely diseased. Poor left ventricular function was also noted. The distal lm to lad lesion was 70% stenosed and highly calcified. The ostial lcx lesion was 80% stenosed. Severely calcified and tortuous. The lad was stented with a 2.75 mm x 38 mm promus premier and 3.50 mm x 24 mm promus premier. A 2.75 mm x 16 mm promus premier was deployed in the lcx. Intravascular ultrasound was performed using an opticross catheter. During post-dilation in the lad, a perforation and pericardial effusion occurred. The physician inflated a balloon at the site of the pericardial effusion in an attempt to arrest the flow, but was unsuccessful. The physician decided that coronary artery bypass surgery (CABG) was necessary. Before the CABG procedure, the patient became hemodynamically unstable and expired. The official cause of death was cardiogenic shock.